Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 years and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that approximately 3 years and 6 months post implant, a red heart alarm occurred during the night while the patient was connected to the power module. The system controller's log file showed 3 short pump stoppage events. A percutaneous lead (driveline) investigation will take place, and a non-grounded patient cable was requested for use with power module a/c power. The patient was asymptomatic. A final report will be submitted when the manufacturer''s investigation is completed.

Manufacturer narrative:
The device remains in use and was not available for evaluation. The reported pump stoppages were confirmed through the evaluation of the submitted log file; however, a specific cause for the reported event could not be determined conclusively through this evaluation. The log file captured three pump stop events, resulting low speed/low flow hazard alarms. The pump resumed operation at fixed speed after the events without issues. In addition, active driveline fault/yellow wrench alarms were captured throughout the log file. Based on previous complaint experience, the event appeared to be consistent with potential driveline issues. The heartmate ii lvas instructions for use (IFU) and patient handbook explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. The patient remains ongoing on heartmate ii lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.